Event description:
This 62-yr-old male was being seen for multiple problems including pre-existing coronary artery disease and lower extremity flexion contractures. The pt's code status was established by the family as "code without intubation." On 1/12/95 at 2040 hours, the pt went into full arrest. The attending nurse began chest compressions and the respiratory therapist grabbed the resuscitation bag in an attempt to resuscitate the pt. However, the respiratory therapist was unable to connect the bag to the face mask cuff due to the abnormal size of the cuff opening. The emergency department physician arrived shortly thereafter and due to the pt's unchanged condition, medical history, and code status, resuscitation efforts were discontinued.